Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for greater than 69 colony forming unit (cfu) of pseudomonas aeruginosa on (B)(6) 2025. All channels were sample. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 3 cfu, bacterial identification: micrococcus luteus/lylae. Additionally, investigation found shavings in the biopsy channel. Based on the data provided, the case can only be partially assessed. No correlation has been observed between the device status and cause of contamination. Without full cleaning disinfection and sterilization (cds) information from the customer, we are unable to correlate any lapses in reprocessing with the validated procedure as described in the IFU. Of note, the customer is using an ewd (soluscope) that is undergoing fca for disinfection efficacy concerns. After reprocessing by olympus, the hmi was within acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.